Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient experienced pericardial effusion. The atrial lead exhibited low impedance and increased capture threshold, and the physician suspected a lead perforation. A thoracentesis was performed to drain the effusion. The lead was explanted and replaced on (B)(6) 2015. The patient was fine post procedure.

Event description:
New information indicated the patient was fine post procedure.